Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 20 atmospheres on the first inflation. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.